Manufacturer narrative:
The customer returned the analyzer and a vial of test strips. The retuned materials did not show any signs of abnormalities. The retention material and the customer material showed no false positive results and fulfills the requirements. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer stated that with a new test strip tray they still received false positive nitrite results. The retention material of lot 38055500 was measured on a urisys 1800 and a cobas u411 with 0 native urine and a nitrite dilution series and was visually checked. The results of the measurements were acceptable. No false positive results were observed. The investigation is ongoing. The event occurred in (B)(4).

Event description:
The initial reporter complained of false positive nitrite results for patient urine samples from a urisys 1100 urine analyzer after the software update. The urisys 1100 was using software 5.71. The nitrite results on the urisys 1100 were positive. The nitrite results with a visual reading were negative. The urine cultures and sediment results were negative. The combur 10 test strip lot number was 38055502 with an expiration date of 31-may-2020.